Event description:
It was reported that patient underwent a knee procedure utilizing a maxfire mar on (B)(6) 2010. The surgeon attempted to use the maxfire marxmen in the patient's knee, but the trigger would not depress. Another maxfire marxmen was available to complete the procedure without delay or injury to the patient.

Manufacturer narrative:
(B)(4)